Manufacturer narrative:
The device was evaluated by ferno. It was found the manual release cable was out of adjustment which allowed for intermittent interference of the actuator power function. The medics later confirmed the power function was not lost however; the legs were not responding. They also confirmed the manual function did work at the time of the incident and the backup unit was called as a precaution. The proper adjustments were made to the manual release mechanism, per the IFU for routine adjustments to the manual release cable. As a courtesy, the cusotmer's unit was replaced. Proper maintenance instructions are provided in the product user's manual.

Event description:
The complainant alleges while on a call the cot did not lower down under power when they were positioning the cot to load the patient on it. There was no patient on the cot at the time of incident. The crew decided to call a backup unit and switch out the cots to continue the transport. The complainant did report they did not attempt to use the manual release, but it was confirmed after the incident, the manual release was functional. No injury or adverse effect to the patient was incurred, as a result of the delay in transport.

Event description:
The complainant alleges while on a call the cot did not lower down under power when they were positioning the cot to load the patient on it. There was no patient on the cot at the time of incident. The crew decided to call a backup unit and switch out the cots to continue the transport. The complainant did report they did not attempt to use the manual release, but it was confirmed after the incident, the manual release was functional. No injury or adverse effect to the patient was incurred, as a result of the delay in transport.